Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a07/a1002 - exposed wire/fire a1102 - error messages a23 registration issues medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that the site had gone through a full registration with the non-invasive patient reference frame. The site kept getting a pop-up asking if they wanted to switch to a new patient reference frame. The sike kept clicking 'no'. This often occurred when changing ports on the axiem box for the reference frame. The site accidentally clicked yes on one of these pop-ups, and the site lost its registration. The site was able to pull up the previous registrations, but there was an error stating "cannot be used with this frame." Then, when they clicked on the 'more' section, the error stated, "this registration was created with a passive patient reference frame and cannot be restored with the current frame". The manufacturer representative (rep) on-site tried swapping ports on the axiem box. Technical services (ts) tested alongside the rep with the lab system and was able to pull up a previous registration on a demo head an d swap ports on the axiem box without any issues. Ts believed the site's system was not recognizing the patient tracker as the same one used during registration, which could be an issue with the chip on the reference frame or with the axiem box's ability to recognize the instrument. Ts was later able to recreate a popup where the system asked to switch patient reference frames when two patient reference frames were plugged in at the same time. The rep went to try swapping out axiem boxes when the call hung up. Additional information was received. It was reported that the rep called ts back to finish reporting on the incident. The rep had planned to swap out the axiem boxes, but the surgeon had told him to just try and redo the registration. The registration was successful and they were able to continue with the case. During the case, a possible related issue occurred where the site took the patient into the magnetic resonance imaging (MRI) room with the patient reference frame attached to a radiolucent mayfield. The site took an MRI of the patient and stated that several cables burned and caught on fire. Additional information was received. It was reported that there was no impact on patient outcome.

Event description:
Additional information was received. It was reported that the issue occurred during a tumor resection procedure and there was a 15 min delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.